Event description:
A facility reported an infusion pump with a failure code 810:04. The failure was reported to have a occurred during pt infusion. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.

Manufacturer narrative:
The pump is in the process of being evaluated.